Manufacturer narrative:
The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the data acquisition printed circuit board assembly (pcba) into a pi ventilator to duplicate the reported issue. Pil identified that the device pressure accuracy testing passed. In addition, tech verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. Tech could not generate any pressure failure from the service. The suspect data acquisition pca operates on the stb without issue. No fault found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Verified the error code 110b check vent: proximal pressure sensor auto zero failed in the system log. Was unable to recreate the problem. Checked solenoid pins and they were normal. Replaced da-pcba per service manual (rev. T) to resolve the reported issue. It was confirmed that there was intermittent failure with the da pcba board. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying low pressure alarms while in use. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Advised customer to complete the pneumatics portion of performance verification to confirm the unit is operating within specification. The customer is requesting an onsite evaluation. Resolution and disposition are pending - investigation ongoing.